Manufacturer narrative:
(B)(4).

Event description:
The facility reported a flogard infusion pump that had a broken door. It is unknown if this event occurred during patient use. There was no report of patient/user injury nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed during the sample evaluation. It was identified that the door had a damaged latch roller. Service replaced the door and latch roller, onsite at the facility by a field service technician, in order to fix the problem.

Manufacturer narrative:
(B)(4). Should additional relevant information be received, a follow-up medwatch will be submitted.